Event description:
Customer's mother reported, customer was hospitalized for diabetes ketoacidosis. Customer's mother stated customer was using bent needle prior to hopspitalization. No further details provided at time of call.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.